Event description:
This involves a patient with a left subclavian portacath who developed swelling, three inches above the catheter port site. An attempt by the nurse to access the portacath was unsuccessful. A chest xray revealed a right pleural effusion. On examination by the fellow, it was assumed the portacath developed a crack. Surgical removal and replacement of the portacath was recommended but the patient is refusing. She also refused insertion of a IV line for medication administration and blood infusion.